Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. The pin mis-alignment was not observed. The distal end rubber coating was peeled and the adhesive had a chip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the device blacked out and did not yield an image. There is no harm to the patient or other persons. The device was sent in for repair with a request to check the coating of the distal end for peeling and the pin appearing to be out of alignment in the range of 8 mm to 10 mm.

Event description:
Addendum may 26, 2022: event occurred in the middle of the procedure. The procedure was an unknown therapeutic one. The procedure was completed with the same device. There is no information on whether there was any delay to the completion. The device was not dropped nor came in contact with a hard surface or sharp corner.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. Patient details are not known. It is not known if the device was inspected prior to use. It is unknown if there are any error messages or alert tones associated with this event. The devices used in conjunction with the device at the time of the event are not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event of image blackout most likely occurred due to a malfunction of the image sensor unit, a malfunction of the board inside the video connector, or a malfunction of the system. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for "the device blacked out and did not yield an image".